Event description:
It was reported that a user experienced hyperglycemia with a highest cgm reading of 400 mg/dl and a confirmatory glucometer value of 575 mg/dl after approximately four hours of elevated glucose while using an ilet system with a g6 cgm and a steel needle infusion set. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting conducted by support, including protocol-based questioning to assess potential causes and discussion of device status, with the user expressing concern that the ilet was the cause. Investigation included customer support assessment and guided troubleshooting to evaluate infusion setup, possible delivery issues, and device operation. Investigation of this case revealed no confirmed device malfunction, no confirmed infusion set failure, and no confirmed interruption of insulin delivery, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.